Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: device was inserted into extraperitoneal space, but would not inflate. New one was opened to complete procedure. No bleeding. Tissue damage: unk. Nothing fell into cavity. Pt is under observation. Operating room time not extended.

Manufacturer narrative:
(B)(4).